Event description:
The customer had been getting blood glucose results in the 400mg/dl range for a week. They went to the doctor and their meter read in the 100mg/dl range. They continued to use the device and took extra insulin and had a hypoglycemic event. Emergency medical technician's were called and they checked pt's glucose at 23mg/dl. Pt was taken to the hospital and treated with IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.